Event description:
The customer reported to baxter asia pacific of a y-type blood/solution infusion set in which a line came completely off during set-up. There was no patient injury or medical intervention necessary. No additional information is available. The lot number reported, sr10e06046, was not valid. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The customer has not returned the sample for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. A separation was observed between the tubing and the 2 piece luer lock. However, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.